Event description:
The rptr did back to back blood glucose tests and got results of 228 and 148 mg/dl. She did not have any symptoms. Rptr did not perform a control test due to unavailability of needed supplies. No further info was provided. On follow-up, rptr stated that 2 control solution tests were in range, but without specific details, she feels that consecutive readings are not accurate.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8